Event description:
It was reported that while in use on a patient, "[the user] called to report blood present in the gas tubing. He said that the iab was placed in the left axillary about 1 week ago. They have not had any issues up until just now that he noticed what appears to be blood in the gas tubing. He said that he has already notified the md about this, but the md will not remove the iab at this time. [The user] called the hotline to find out the recommendation in this situation. I explained to him that if there is what appears like blood in the gas tubing, we recommend immediate removal of the iab. We discussed the possible complications related to clots possibly forming inside the balloon should it not be removed in a timely manner. He stated that that is what he suspected, but wanted to verify with the manufacturer. He said that he would take this information back to the md and hopefully the iab will be removed soon. The iab remains in place despite the presence of what appears like blood in the tubing. An hour later I texted with [the user] to see if they had removed the iab. He said that the md is still refusing to remove it.1300 - I checked with [the user] again. He said that they have not as yet removed the iab, much to his dismay. He is going to continue to push to have the iab removed". Additional information received states that the iab was eventually removed without incident and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. According to the event information and information received, blood was noted in the helium tubing and at least 10 hours passed until the md removed the iabc from the patient. This can result in a blood clot formation within the helium pathway and cause removal difficulty. This indicates the user did not follow the instructions for use (IFU). The instructions for use (IFU) states: "warnings: if you suspect balloon perforation: - immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. - remove iab from patient, using recommended removal technique." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "blood present in the gas tubing" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Unrelated to the reported complaint, blood was noted in the helium tubing and at least 10 hours passed until the md removed the iabc from the patient. This can result in a blood clot formation within the helium pathway and cause removal difficulty. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that while in use on a patient, "[the user] called to report blood present in the gas tubing. He said that the iab was placed in the left axillary about 1 week ago. They have not had any issues up until just now that he noticed what appears to be blood in the gas tubing. He said that he has already notified the md about this, but the md will not remove the iab at this time. [The user] called the hotline to find out the recommendation in this situation. I explained to him that if there is what appears like blood in the gas tubing, we recommend immediate removal of the iab. We discussed the possible complications related to clots possibly forming inside the balloon should it not be removed in a timely manner. He stated that that is what he suspected, but wanted to verify with the manufacturer. He said that he would take this information back to the md and hopefully the iab will be removed soon. The iab remains in place despite the presence of what appears like blood in the tubing. An hour later I texted with [the user] to see if they had removed the iab. He said that the md is still refusing to remove it. 1300 - I checked with [the user] again. He said that they have not as yet removed the iab, much to his dismay. He is going to continue to push to have the iab removed". Additional information received states that the iab was eventually removed without incident and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "[the user] called to report blood present in the gas tubing. He said that the iab was placed in the left axillary about 1 week ago. They have not had any issues up until just now that he noticed what appears to be blood in the gas tubing. He said that he has already notified the md about this, but the md will not remove the iab at this time. [The user] called the hotline to find out the recommendation in this situation. I explained to him that if there is what appears like blood in the gas tubing, we recommend immediate removal of the iab. We discussed the possible complications related to clots possibly forming inside the balloon should it not be removed in a timely manner. He stated that that is what he suspected, but wanted to verify with the manufacturer. He said that he would take this information back to the md and hopefully the iab will be removed soon. The iab remains in place despite the presence of what appears like blood in the tubing. An hour later I texted with [the user] to see if they had removed the iab. He said that the md is still refusing to remove it. 1300 - I checked with [the user] again. He said that they have not as yet removed the iab, much to his dismay. He is going to continue to push to have the iab removed". Additional information received states that the iab was eventually removed without incident and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).